Manufacturer narrative:
The reported event of inappropriate capture threshold was not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure after both the leads were attached to the pulse generator, the right ventricular lead exhibited high capture thresholds. The physician wanted to reposition the rv lead. Both the atrial and ventricular setscrews on the device could not be loosened. The device and both the leads were not used, and a new device and leads were implanted. There were no complications; the patient was in stable condition.